Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas user experienced persistent high glucose readings on dexcom g7 continuous glucose monitor (cgm) and ilet, with levels fluctuating in the 200¿400 mg/dl range and later reading ¿high,¿ in association with an occlusion alert while using a contact detach infusion set on the thigh. After changing all supplies, the occlusion alert cleared and glucose subsequently trended down to 110 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow consistent with a deformation-related problem traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.